Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years 10 months post implant of this aortic bioprosthetic valve, the device was explanted and replaced for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the device was explanted due to infection. The physician did note that there was no malfunction of the device. Added weight and added patient code. If information is provided in the future, a supplemental report will be issued.